Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8336-50; serial number: (B)(4); batch/lot number: 19872246; model/catalog description: coveredge 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an scs system explant procedure. The patient was doing well postoperatively.